Event description:
Procedure type: nephrectomy. According to the reporter: at the beginning of the procedure, the surgeon noticed the device's jaws were misaligned and it was impossible to cut the tissue. A new device was opened to complete the procedure. There was no bleeding, no tissue damage, no additional tissue loss, and nothing fell into cavity. Operating room time not extended.

Manufacturer narrative:
(B)(4)